Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Onsite functional and visual examination was performed. No reported issue was found, and no parts were replaced. The system passed a system checkout.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the surgeon had navigated a screw and upon the second spin, it was found that it was placed low about one centimeter at l5. It was reported that there wasn't anything changed on neuro-monitoring. This was a minimally invasive surgery (mis) and the surgeon had to proceed with an open procedure. Use of the navigation and imaging system was aborted. Surgery was delay by thirty minutes and the patient was affected.

Manufacturer narrative:
The archive from the procedure were reviewed by medtronic personnel. However, the archive provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.